Event description:
The customer reported that while the unit was in use on a pt, the pin on the unit's pressure connector was pushed in. The customer pulled the pin back into place and plugged in pressure cable. Therapy was continued. No pt injury was reported.